Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed no image and connector ID malfunction issues could not be determined, however, the issues were likely the result of a damaged image sensor and video connector due to overcurrent caused by connecting or disconnecting the device while the system is turned on, overcurrent from other devices, electrical wiring, or the accumulation of dust or moisture on the electrical contacts between the system and the video connector. The event may be detected/prevented by following the instructions for use which state: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the deflectable videoscope had no image available and a malfunction on the connector ID function (no scope ID data). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.